Manufacturer narrative:
(B)(4) - urinary problems. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was due to pop. It was reported that following insertion the patient experienced perforation of vagina, pain & pressure when sitting & standing, unable to sleep due to pain, severe bladder problems, urgency, frequency, unable to empty bladder & chronic inflammation. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to mesh being stuck on pubic bone.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2014 due to exposure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.